Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Product event summary #post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and one endo gia* 60mm articulating extra thick reload. The handle was received engaged with a damaged reload. The reload was forcefully removed from the instrument. Further functional testing of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4). Post market vigilance (pmv) received one endo gia* 60mm articulating medium/thick reload without the packaging. {instrument} **the instrument was engaged with the reload from (B)(4). **the instrument firing knobs were in an advanced position and the articulation lever was in neutral. ** pmv performed functional testing which included. Pmv loading unit used in testing. (B)(4) {instrument} **the reload was forcefully removed from the instrument. **the instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. **the instrument and loading unit was applied to test media. **all staples were placed and test media was cleanly transected.

Event description:
According to the reporter, during an open empyema procedure, after the reload was fired it did not open. The instrument was forced open to remove it from tissue. There was no patient injury or tissue damage.